Event description:
It was reported that implantable pulse generator (ipg) of the patient had difficulty charging and communicating to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed. It did not charge despite multiple attempts. Additionally, communication could not be established with either a known good remote control (rc) or clinical programmer (cp). As a result, the data logs could not be retrieved, and no functional testing could be conducted. Tipg was opened, and the internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. With all the available information, boston scientific concludes the reported event was confirmed. The application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that implantable pulse generator (ipg) of the patient had difficulty charging and communicating to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.